Event description:
It was reported by the affiliate that the (1) tct75 was used during an unknown procedure. It was reported that the device cut and staples only over two or three centimeters. The case was completed with another device and with no pt consequence.